Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. The patient experienced erythema beginning on (B)(6) 2015 and was reported as mild in severity. The patient was given 2g ancef every 6 hours. The issue was resolved on (B)(6) 2015. The mesh remains implanted. Additional information has been requested.